Event description:
It was reported a spectrum keypad was not functioning. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval found the device out of specification and confirmed and intermittent response from 2nd soft key, setup key, #0, #1, #2, #3, #4, and #7 caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.